Event description:
Updated event description: concomitant devices reported: cortex screw (part# 402.872, lot# 63p1828, quantity: 1), cortex screw (part# 402.872, lot# 53p1826, quantity: 1), cortex screw (part# 402.872, lot# 66p5122, quantity: 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d4 h3, h4, h6: product code: 04.111.641, lot: 34p6530, manufacturing site: mezzovico, release to warehouse date: january 08, 2020. A manufacturing record evaluation was performed for the not sterile device lot number, and no non-conformances were identified. Visual inspection: the va-lcp-2-column drp2.4 volar le shaft 4h was received at us customer quality (cq). Visual inspection of the complaint device showed the plate had broken. No material deficiencies were observed. Dimensional inspection: measured dimensions: plate height = conforming document/specification review: current and manufactured revisions were reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the plate had broken. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b3: only event year is known. Picture review: based on the provided x-rays the plate breakage could be confirmed. The breakage occurred in the shaft region at the third combi hole. However, the provided pictures do not allow for any determination of the root cause. Product was not returned. Lot number was not provided. Based on the information available, it has been determined that no corrective and/or preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The removal procedure was on (B)(6) 2020. The implants were easy to remove and it was necessary to do another osteossintesis with plate and screws.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2020 that the patient underwent surgery for osteosynthesis of radius with the va 2 column plate in question on (B)(6) 2020. On an unknown date, the patient experienced malunion of the fracture due to failure of the implant. The patient required revision surgery which took place on (B)(6) 2020 where the plate was removed from the patient. There is no further information available at this time. Concomitant devices reported: unknown screws (par# unknown, lot# unknown, quantity unknown). This report is for one (1) 2.4mm ti va-lcp 2-clmn vlr dst radius pl 6h hd/4h shaft/lt. This is report 1 of 1 for (B)(4).